Event description:
It was reported that the catheter separated inside the patient, requiring intervention. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.2mmx15mmx142cm fg coyote fc mr, japan was selected for use in an endovascular treatment. When removed after balloon dilatation, it got trapped due to calcification, and it got separated as it is. The device was removed using a snare, and the procedure was completed with a different device. There were no patient complications as a result of this event.